Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using care link. Device was received without the original battery cap. Unable to verify damage to the battery cap. However, a test battery cap was installed into the battery tube threads and was able to remain in place in the battery compartment. Device had cracked battery tube threads, minor scratched display window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's father reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose at the time of hospitalization was not included in the report. Customer's father reported that the issue remained unresolved after multiple infusion set, reservoir, and insulin changes. Customer's father reported that he believes that there is an issue with the insulin pump. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.